Event description:
Customer reported via phone call that they have been experiencing high blood glucose readings. Customer believes that the high blood glucose readings may be caused by the constant air bubbles they get in the tubing of the set. Customer believes the air bubbles are coming through the reservoir and past the o rings. Customer mentioned that they fill the tubing and connect and notice air bubbles 24 hours later. Customer's blood glucose reading at the time of the incident was 400 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Multiple air bubbles were noted in the tubing. Customer was advised to monitor their blood glucose readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.